Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: this report is about procedural problems. The needle of the product was a little soft and the patient could not puncture it well.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: this report is about procedual problems. The needle of the product was a little soft and the patient could not puncture it well.